Event description:
During the shift check, the autopulse platform (sn (B)(4) intermittently powered on and off. The user tried multiple fully charged batteries, however, the issue persists. Per the reporter, the light flashes on the screen, but the platform does not power on. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.